Manufacturer narrative:
(B)(4).   Device evaluated by MFR: a synergy mr, ous, 2.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed the 4th most proximal strut was lifted and pulled distally on one side only. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged crimped stent outer diameter (od) measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink was evident at 635mm distal to the of end of the stain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-nov-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After predilation was performed with a 2.50x20mm balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.